Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon eval, the trunk cable was pulled from the distribution mode, exposing wires. The cause for the pulled cable cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the pulled cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he was getting excessive alarms to check belt, saying electrodes were making contact with the skin. The pt was issued a replacement electrodes belt.